Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an anterior cruciate ligament surgery when screwing into the tibial tunnel, the screw broke on the screwdriver, at the middle of the thread. Same problem occurred with the second implant. The broken pieces remain in the patient. The surgery was finished successfully with the same device which was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 01-feb-2019: nothing broke off the screwdriver. Only the screw broke while it was correctly mounted on the screwdriver. The surgeon tried to put a second screw next to the femoral screw in place without success, it broke too. But he did not want to aggravate the structure that could be fragile, he gave up. The broken screws seem well fixed in the bone. But according to surgeon there is a possibility that the fixation will break, if it´s not enough, but he could not know.